Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. The desktop charger was received for analysis and analysis confirmed that the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the implantable n eurostimulator was explanted and replaced on (B)(6) 2019 because it could not be successfully recovered from and overdischarged state after three attempts. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the implantable neurostimulator (ins) was shipped back on march 29th, but they did not have the tracking number.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on october 15th, 2018, from/regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the desktop charger (dtc) connector pin would not stay in the implantable neurostimulator recharger (insr) hole; it was noted that the connector pin was broken, bent, or loose. Due to the insr issue, the implantable neurostimulator (ins) hasn¿t been charged for probably over a year, so the patient hadn¿t turned on their ins in a while and it wouldn¿t charge. This was not considered to be an out of box failure. The patient was sent a replacement dtc, the insr was charging properly, so the recharger issue resolved. In the end, the patient was redirected to their healthcare professional (hcp) to address the possible overdischarge. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from a manufacturer representative (rep) on november 7th, 2018. It was reported that the ins was overdischarged. The patient has not charged or used the stimulator in 3 years as he stopped having pain. The pain has now returned and the patient wanted to see if the stimulator can get up and running again. The patient will call the rep when they are ready to start the power on reset (por) process. The issue has not yet been resolved. No further complications were reported. Additional information was received from the patient on (B)(6) 2019. It was reported that their ins was dead had been dead since around (B)(6) 2018, and it needed to be "rebooted". No symptoms were reported. They were redirected to the doctor to resolve the dead ins. No further complications were reported or anticipated. Additional information was received from the manufacturer representative (rep) on (B)(6) 2019. The rep reported that implantable neurostimulator (ins) was replaced and would be sent back.